Event description:
Customer states the use by date on the compact test strip vial label is 2009; manufacturer's records confirmed the actual use by date to be 2008. No adverse event reported. Requested return of product, replacement sent.